Manufacturer narrative:
The reported refurbished speedstitch handle, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the gold handle sticks. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) normal wear and tear. The reported device is a reusable device therefore normal wear and tear can be expected. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the device shows two missing fixation screws on the handle. The opening on right and left side of the barrel identifies scratches and the clamp tube is slightly bent. There were no other manufacturing abnormalities found during the visual inspection. During functional evaluation the needle can be loaded and unloaded as intended. A suture cartridge was also successfully loaded and the needle grabbed the suture as intended by pressing both levers. The complaint was not verified and the root cause for the event could not be determined with certainty. Factors unrelated to the design or manufacturing of the device that could have contributed to the event are: placing excessive force onto the shaft during use or needle removal or using another device to remove the needle such as hemostats, tweezers, or forceps. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the gold handle on speedstich sticks. A competitor device was used to complete the procedure. A delay greater than 30 minutes was reported. No patient injuries were reported.